Event description:
It was reported that on (b)(6)2026, the nurse found the patient experiencing a seizure and not able to move extremities, no head trauma was reported. The patient's international normalized ratio (INR) was 2.1-2.6 and a head computed tomography (CT) performed. The CT showed bilateral subdural hematoma, larger on the left measuring 12 mm with local mass effect. The computed tomography angiography (CTA) of the head and neck were unremarkable. There was no cerebral perfusion abnormality. The patient was made do not resuscitate (DNR). At which time, the blood cultures were positive for candidemia. The family wished to transition the patient to comfort care and the Ventricular Assist Device (VAD) was turned off on (b)(6)2026 and patient passed that day. The Pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.